Manufacturer narrative:
The user facility reported that an rf probe broke during use. The user facility could not definitively state whether or not all of the broken pieces were retrieved from the surgical site. Follow-up with the user facility was conducted and there was not report of any additional adverse health events for the pt. Sterilmed will continue to monitor this situation and keep FDA apprised of any updates related to the condition of the pt in the future. The device was returned to sterilmed and an internal investigation was performed on (B)(6) 2011. The investigation found that the event was caused by inadequate application of irrigation fluid while operating the device. It is stated in both the OEM instructions for use (IFU) as well as sterilmed's IFU to make sure that the probe tip is fully immersed in irrigation solution at all times while in use. All sterilmed reprocessed devices, including rf probes, are visually inspected and tested for functionality prior to distribution to the customer. Functionality testing for these devices includes electrical continuity as well as insulation testing.

Event description:
It was reported that a reprocessed rf probe was broken during a procedure.